Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the adhesive was not sticking well and the cannula dislodged from the infusion site. Patient also mentioned an ambulance being called and was "almost hospitalized" because of this issue, but was unwilling to disclose additional details regarding potential medical treatment.